Manufacturer narrative:
Combination product: yes. The device was returned within its blister package and packaging box. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The blister under complaint was thoroughly inspected. The tyvek paper showed a cut confirming the reported damage. Although the manufacturing documents did not show any peculiarities it cannot be excluded that the damage occurred prior to shipment. A corrective action was started in order to prevent a recurrence of such an event.

Event description:
It was reported that during the implantation procedure the inner box was found defect and a new lead was used. The complaint became now reportable as the product analysis showed a cut in the outer blister, compromising the sterile barrier of the product.